Event description:
Through journal article "enhancing buttock contours: a safer approach to gluteal augmentation with ultrasonic liposuction, submuscular implants, and ultrasound-guided fat grafting" patient experienced a "minor infection at the incision sites and subsequent wound dehiscence." The surgical procedure utilized a keller-funnel 2 device. Ultrasound-assisted liposuction and ultrasound-guided fat grafting were performed. Treatment included ultrasonic liposuction using a vaser device. Pain management medication was administered as part of treatment along with lymphatic massages.

Manufacturer narrative:
The reported events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "minor infection at the incision sites and subsequent wound dehiscence." Article citation: elsaftawy, ahmed, et al. "Enhancing buttock contours: a safer approach to gluteal augmentation with ultrasonic liposuction, submuscular implants, and ultrasound-guided fat grafting." J. Clin. Med. 2024, 13, 2856. Https://doi.org/10.3390/jcm13102856.